Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 965mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown; however, customer suspected it was possibly due to a non-tandem continuous glucose monitor issue. The customer was transported via ambulance to the hospital, and subsequently, the customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, electrolytes and antibiotics. Reportedly, the customer was released on 9/30/22 with the issue resolved and no permanent damage. No additional event information was provided.